Manufacturer narrative:
Per the clinic, the patient also was hospitalized (specific date and duration not reported) to receive IV antibiotics.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an infection (non-device related).